Event description:
The device was used as a port on entry in the abdominal cavity during a laparoscopic cholecystectomy procedure. The surgeon has reported that upon initial insertion through the umbilicus without visualization that the safety shield did not advance to cover the trocar tip. Subsequently, the outer seal disengaged and pneumoperitoneum was lost thus resulting in contact of the trocar with the right external iliac artery. The procedure was converted to a laparotomy and an anterior vascular patch was placed on external iliac.